Event description:
The patient experienced several episodes of withdrawal; 2006, and 2007. The patient also stated that during that time, when she went in for a refill, all except 2 mls came out of the pump. The pump was used to deliver morphine. The patient stated the plan was to replace the pump. Additional information has been requested, a follow-up report will be sent, if additional information becomes available.